Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patient's ipg started shocking him in the left leg after a fall. It was suspected that the leads may have moved or have been damaged. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the physician suspected lead fracture. The patient did not want to move forward with the paddle replacement and just wanted to keep the current lead to avoid surgery.

Event description:
A report was received that patient's ipg started shocking him in the left leg after a fall. It was suspected that the leads may have moved or have been damaged. The patient underwent a lead replacement procedure.